Event description:
It was reported the medtronic right ventricular lead was capped and replaced due to lead fracture. There were no complications, and the patient tolerated the procedure well. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).